Event description:
During a baxter eval, it was found that a pump has a constant system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the system error 105, caused by a failed motor assembly. The motor assembly will be replaced.